Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they were experiencing high blood glucose. Customer also reported that the insulin pump had motor error alarm. Blood glucose level at the time of the incident was over 600 mg/dl. The insulin pump will be not be retuned for analysis.